Event description:
Baxter sales representative rec'd report from customer on this extension set. Customer reports 2 incidents with this set in which the tubing of this set ruptured. Set was being used to administer pet scan with a power injector. No pt injury has been reported at this time.